Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrograms it was noted that the implantable cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were suggested but not performed. No further information was available.